Manufacturer narrative:
UDI reference number: (B)(4). Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure specific training manuals and proctored procedures are also included. In this case, per report, the pvl was attributed to valve to prosthesis mismatch. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Pre-op power point and CT images were provided and reviewed by an edwards physician proctor. Observations: mild aortic valve calcification, no aortic root calcification, no porcelain aorta impressions: the CT scan provided has many artifacts in systole that lead to under-estimating the valve size. In diastole, measurements are consistent around 430mm², sov 32x33mm, and stj27x26 . This indicates that 5-10% should be added for the valve size. All of the measurements are consistent with use of a 26mm valve.

Event description:
During a transfemoral tavr procedure, the 23mm sapien xt valve was deployed in a 40:60 aortic/ventricular position. Post deployment there was moderate-severe paravalvular leak (pvl) on echo. The valve was post dilated without resolution of the pvl. The pvl was treated with a total of 3 vascular plugs, ranging in size from 8mm-12mm, with an end result of mild-moderate pvl. The physicians decided to reverse the heparin and monitor the patient post procedure. The patient was noted to be stable at the conclusion of the case. It was reported that the native annulus measured 20.4mm x 24.9mm, with an area of 409mm², by CT, with mild annular calcification and moderate leaflet calcification. Initially, bav was performed prior to deployment. In addition, the delivery system balloon had been prepped with an additional 1 cc (18cc total) of contrast for deployment. The pvl was attributed to valve to prosthesis mismatch.